Manufacturer narrative:
(B)(4). The returned sample was visually inspected with no issues noted. The sample was squeezed from both sides, but no crack was found. During underwater pressure testing, no functional issues were detected. The returned minicap was hand tightened onto a mold core in order to check for any cracks. However, no cracks were observed. The reported issue was not confirmed and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a leak in a minicap that occurred during use by a patient while performing peritoneal dialysis (pd) therapy. It was reported that iodine was coming from a crack in the mini-cap. There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for associated lot numbers gd893743 and gd893446 with no exceptions noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was requested. Should additional relevant information become available, a follow-up report will be submitted.